Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 04/23/2018 stating that this lead was exhibiting high impedance greater than 3000 ohms which triggered the lead safety switch. Lead testing was done, farfeld sensing was observed. Did pocket manipulation and lifted arm but no noise in electrogram. Possibly lead spring contact. Noise events on anti tachycardia response were due to lead safety switch. The following physician was dr. (B)(6) at (B)(6) associates in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).